Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The event could not be confirmed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item.. With the available information the event cannot be confirmed, and a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: new zealand. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during insertion of a cup in a procedure a medium drill bit broke. The broke piece was removed from the cup and the case was completed with a different bit. No impact to patient. Due diligence is in process and no further information on the reported event have been provided.